Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling w/dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.

Event description:
It was reported by a user facility that a saline bag backfilled during recirculation . The technician confirmed the drain line length and building drain height were both within specification. There were no obstructions to the drain. The technician was not able to duplicate the reported problem.